Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor. No constant tone noted during testing. No moisture damage noted in battery tube. The insulin pump had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the insulin pump had a constant tone. The customer's blood glucose was 6.0 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.